Event description:
The technician alleged the bed had loss of functions. The battery led was lit and no manual functions were available. No patient impact.

Manufacturer narrative:
The technician found the weigh frame board and cables were crushed. The technician replaced the weigh frame board, side rail cables and graphic caregiver interface to resolve the issue.